Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient was hospitalized for a day. There was pocket hematoma and recurrent phrenic stimulation. The recurrent phrenic stimulation was mainly in the right lateral position. The device was reprogrammed and issue was resolved. The lead remains in use. The patient is enrolled in (B)(4). No further patient complications have been reported as a result of this event.